Manufacturer narrative:
(B)(4). Method: the complaint neopuff device was received at the fisher & paykel healthcare (fph) service center in (B)(4) and was inspected by a trained fph service engineer. Our investigation is based on the service report and a photograph provided by our office. Results: it was reported that the subject neopuff had a broken gas port. It was found that the gas inlet port was cracked. This appeared to be the result of an impact to the device. Conclusion: it is most likely that the physical damage to the neopuff was caused by some sort of impact. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. The customer decided to purchase a new resuscitator and the complaint unit was discarded after it was investigated. Device was discarded.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare field representative that an rd900 neopuff infant resuscitator had a broken gas port. Service was requested. This was found before use on a patient.